Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt's poly patella was fractured and became disengaged from the metal back, so the pt was revised."